Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 4.1 failed. The field service engineer popped out all cubies and cleaned all connections with alcohol wipes then reinserted and reseated all cable connections to resolve. The contact information was kept blank due to the reported issues that were found by the field service engineer while on site. A supplemental will be created if additional information is received from the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es system drawer 4.1 failed when the user was trying to issue medication to patient. However, there were no adverse events or injuries reported based on this event.